Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 18f sheath hole prior to a femoral angioplasty procedure. Reportedly, during the use of the proglide device, steps 1 and 2 were completed without any complications. However, after performing step 3, when attempting to pull the sutures, they did not come out and remained inside the device, making it impossible to use. The sutures of two new perclose devices were successfully pre-placed. The sheath remained 18f and the procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as posterior needle to cuff miss and anterior needle to cuff detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.